Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the reported quantity involved was 10. Did 10 sutures break during one or multiple patient procedures for dr. C? If the 10 sutures broke during multiple procedures for dr. C, please provide the following information: what is the number of procedures? Unknown. What are the procedure name and dates? The one given in report and a few others that are unknown. What is the product code and lot number of the device(s)? I can try to retrieve what is the number of sutures that broke per patient procedure? Unknown but definitely a few a rough of estimate of 10 was provided. Were there any patient consequences? If so, was there any medical/surgical intervention performed? No. It was reported that several surgeons have been experiencing suture breakage using pds plus suture pdp991. Please provide the following information for what is the number of procedures? At least 3 as I received 3 surgeon names. What are the procedure name and dates? The one reported in the report by dr. C. Second ¿ unknown date but a hernia case with dr. B. Third ¿ unknown date ¿ colorectal case with dr. A. What is the product code and lot number of the device(s)? Product code is pdp991h ¿ lot # is unknown. What is the number of sutures that broke per patient procedure? Please see above were there any patient consequences? If so, was there any medical/surgical intervention performed? No. Have any of the events been previously reported to ethicon? If so, please provide the respective reference number(s). To my knowledge no. No event from my territory was reported on this. This is the first.

Event description:
It was reported that a patient underwent a whipple procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke during knotting. A different device was used to complete the procedure with no adverse patient consequences. Additional information was requested.